Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the off-label site in the arm, which is off label usage of the device, on (B)(6) 2019. The patients mother stated the patient started experiencing redness around the insertion area on (B)(6) 2019. On that same day, the patients mother took the patient to see his physician and no medication was prescribed. At the time of contact, the patients mother indicated that she treated the area with over the counter neosporin and the redness has subside. No additional event or patient information is available.